Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic laser probe had hair wrapped around it and crowing on probe prevents it from coming between trocar before vitreoretinal surgery. The surgery was completed on the same day after replacing with another probe. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections d4, d.9., h.3., h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint(s) was determined to not be relevant to this investigation. The laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar and resistance was noted on the nitinol. The outer diameter of the cannula and the nitinol were both found to be conforming. A visual assessment under a microscope was performed and revealed an undersized nitinol radius. A calibrated smart scope was used to confirm the radius was undersized on the nitinol. After bending the nitinol slightly toward a straight position, the laser probe slid into the trocar without any resistance. The root cause of the reported event is attributed to an undersized nitinol radius. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review, it was confirmed that curvature on an ophthalmic probe prevents it from coming out through the trocar before vitreoretinal surgery.

Manufacturer narrative:
Corrected information was provided in section b5 and h6. Additional information was provided in sections d9 and h3. The manufacturer internal reference number is: (B)(4).